Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the hospital in (B)(6) before (B)(6) on a thursday. The patient did not have lunch and had a low blood glucose (bg) level. Patient had a stroke at 11 am, later that evening the patient has not eaten and had a 4th stoke around 8 pm and patient¿s estimated bg levels was around 20-30 md/dl while wearing the pod on the infusion site. The patient stated it was a nero surgeon that diagnosed the patient with low bgs. Patient was instructed to see the endocrinologist when the patient gets released. Since then doctor has put the patient on the dexcom, watching the patient¿s bg levels, and making any changes if needed.